Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error code indicating that the fluctuation volume of a flow sensor deviated from the standard was observed in the device's event log. The device's flow sensor was replaced to address the issue. Additional findings not related to the issue, noise from the buzzer was observed during an operational check. The buzzer assembly was replaced to address the issue. The software version was upgraded from 1.06.05.00 to 1.06.10.00.